Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, serial # unknown, product type lead. (B)(4).

Event description:
It was reported that patient presented to the ER on the day of the report. The patient was a spinal cord stimulator (scs) trial patient who started the trial the week prior to the report. The patient caught the right lead on something and pulled the lead entirely out of the epidural space. The left lead remained internalized and was fine. The presence of the left lead in the epidural space was confirmed through an x-ray. The healthcare provider (hcp) didn¿t know if the patient was getting any stimulation or if stimulation was on at the time of the report. The patient was going be ending the trial in three days from the time of the report. It was determined through the physician to leave stimulation off for now and check with the managing physician in two days after the weekend. The manufacturer¿s representative (rep) later reported that the patient underwent a successful trial but accidentally ripped one of the leads out while they were shopping. The rep. Believed the ER physician simply taped everything down. The patient was fine and waiting for scheduling of the permanent implant.